Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock with this cardiac resynchronization therapy device (crtd) that was programmed to function as a single chamber defibrillator. A boston scientific sales manager contacted technical services for programming options as this patient has chronic atrial fibrillation (af). A boston scientific technical services consultant reviewed the morphology in the most recent presenting electrogram (egm). The consultant stated the morphology was very similar to the stored episode provided. Also, the right ventricular (rv) rate egm contained the same deflection indicating template alignment should be appropriate despite irregular rhythm due to af component. Programming options were discussed. The device remains implanted and no adverse patient effects were reported.